Event description:
It was reported that t:slim x2 pump battery took a long time to charge, even though customer used original charging cable, wall adapter, and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into a working outlet for at least 30 minutes until pump began charging, pump did not shut down or become unable to turn on, and no further assistance was required.